Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, h6 (method code).

Event description:
It was reported that a 25mm 6900ptfx mitral pericardial valve was explanted after an implant duration of seven (7) years, seven (7) months due to severe mitral stenosis. Per medical records, the 25mm valve was found to have severe restriction of leaflets. The explanted valve was replaced with a 27mm non-edwards mechanical valve. Additionally, tv repair was also performed with an edwards 28mm annuloplasty ring with no issues. The patient was transferred to the ICU in guarded condition post procedure. The patient was discharged home on pod #8 in good condition.

Manufacturer narrative:
H11: corrected data: corrected section h6 (conclusion codes).

Manufacturer narrative:
Evaluation summary: customer report of mitral stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated commissure 1 appeared bent inward; heavy calcification was observed on leaflet 3, and minimal calcification on leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspects. All three leaflets were thickened and swollen at the free margins near the commissures. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Hematoma was also observed on leaflet 2 and 3 at the outflow aspect. Sewing ring was cut off around the valve on the outflow aspect. Wireform was exposed around leaflet 2 on the outflow aspect. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 6900ptfx mitral pericardial valve was explanted after an implant duration of seven (7) years, seven (7) months due to severe mitral stenosis. The explanted valve was replaced with a non-edwards mechanical valve. No other details were provided.